Event description:
It was reported, the patient¿s health care provider (hcp) was supposed to move the patient¿s catheter above his spinal cord injury (ruptured disk in his neck) so he could get the benefits of the medication (refer to manufacturing report # 3004209178-2013-10855). The hcp however reportedly put the catheter ¿right back in the same spot¿. It was noted, the patient still had to take oral baclofen. The patient was meeting with their health care provider at the time of this report. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# j10956r28, implanted: 2001 (B)(6); product type catheter. (B)(4).